Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported resetting the pump and replacing the battery, but the button error alarm could not be cleared. The customer did not recall any significant events leading up to the error alarm. Blood glucose level was 54 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was programmed with multiple boluses and downloaded using care link pro. The boluses were delivered and recorded properly in bolus history screen and they are shown on the download report. No history anomaly noted. The insulin pump had cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.